Event description:
It was reported that a uv flash transfer set separated from a titanium adapter. This occurred during patient use. The reporter stated that the titanium adapter had been in use for three months with no issues noted. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for evaluation. There were no abnormalities identified during visual inspection. The transfer set passed leak, clear passage, clamp function, and seal surface testing. Furthermore, the device was within all measurement specification limits. The evaluation was unable to confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.